Event description:
This 37 yr old female underwent a bam with silicone gel breast implants in 1984. The MFR of the implants is unk to this reporting facility. In recent years she has developed joint pain and is concerned about the silicone gel as a cause. Gross exam: no evidence of rupture of the left implant. The right implant is grossly ruptured.